Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 509 mg/dl because the had been doing manual calculations and not taken correct amount of bolus. The customer then took bolus from bolus wizard at the time of call. They also mentioned that the insulin pump and meter were not connected. The customer was not okay troubleshooting for high blood glucose event. The insulin pump will not be returned for analysis.